Event description:
The customer reported to olympus that the camera head had a bad picture. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found: cut on cable, unable to scan unique device indicator. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor color image occurred due to charged coupled device failure. Olympus will continue to monitor field performance for this device.